Event description:
I have breast implants put in 2015. They began making me sick immediately with swollen lymph nodes in my armpits and my neck and groin. Then I suffered with chronic fatigue, heart palpitations, silent reflux, anxiety, depression, panic attacks, etc. I was sent from dr to dr with no answers. Bloodwork always came back good. I had my implants taken out and feel amazing.